Event description:
I spoke with dr. (B)(6) this morning, and he wanted to bring a situation to our attention. Earlier this week, during the removal of a patient's ripcord (four weeks after implantation of an ahmed clearpath st), he noted that approximately one-quarter of the ripcord remained inside the lumen - in other words, a quarter of the ripcord tore off during removal. He emphasized that he did not apply any excessive force or experience any resistance, and that the separated segment appeared to travel upward from the anterior chamber insertion area before detaching. Following ripcord removal, the patient's iop was around 18 mmhg. However, due to his history of severe glaucoma, multiple failed surgeries (including two hydrus procedures), and the use of medications, his pressure has since escalated to 35 mmhg as of today - even with diamox. As a result, dr. (B)(6) is planning to explant and replace the tube on monday to prevent potential scarring or encapsulation if high pressures continue. During our discussion, I asked whether he had fenestrated the tube, and he confirmed that he had. We talked about the possibility that the fenestration could have contributed to the ripcord/prolene amputation, though this is only a theory at this point. He did note that prolene is a very durable material and would not typically tear with the minimal force used during the removal process. Dr. (B)(6) mentioned that nyee has a policy requiring explanted devices to be sent to pathology first. After that evaluation, he would be able to send the device to us so we could assess the location of the fenestrations, how much prolene remained, and other relevant measurements. He also discussed a potential alternative to explantation: irrigating the tube using a canalicular cannula (commonly used for punctal irrigation), which might be small enough to fit into the inner lumen. However, he was unsure whether this would be effective and would prefer to test it first on a non-sterile device.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. The device was reported to be planned for explantation and will be returned to new world medical for evaluation once available. Upon device return and evaluation, an addendum will be filed.